Manufacturer narrative:
It was reported that the patient had pain and the inability to straighten their leg or bare weight on it. A revision of the knee occurred and it was discovered that the poly locking mechanism was allegedly broken. Neither the serial number nor the patient information was available to conformis with this incident.

Event description:
It was reported that the patient had pain and the inability to straighten their leg or bare weight on it. A revision of the knee occurred and it was discovered that the poly locking mechanism was allegedly broken.